Event description:
Stryker rep reported a broken exeter stem. Update: "2001 ¿ had primary total hip replacement surgery - generally very happy with the hip replacement, nil post-operative, no wound infections, no pain (patient's words: best thing he ever had done at age 50!). 11/03/21: was normally mobilizing ¿trying to close the blinds and suddenly felt left hip go and was immediately unable to weight bear. Since then hobbled around at home, took pain killers but just couldn¿t weight bear at all, no real pain- so called 111. (B)(6) 2021 came into hospital with fractured stem. (B)(6) 2021: underwent a cement-in-cement revision. Explant: exeter stem- size 1, 44 offset. Head- ceramic head 28mm neck +0mm. Implant: exeter stem offset 44 , size number 1 , length 125 mm v40 (0580-3-441). Cement : simplex (stryker) with antibiotic. Ceramic head 28 mm neck length +0 mm".

Manufacturer narrative:
Reported event: an event regarding crack/fracture involving an exeter stem was reported the event was confirmed through material analysis of the returned device. Method & results: -product evaluation and results: the stem and ceramic head were returned for evaluation. The stem is fractured at the neck. The fracture section remains inside the ceramic head. A material analysis has been performed. The report concluded: the exeter stem fractured due to fatigue. The fracture initiated at the lateral edge and propagated medially until overload occurred. The stem was made from the designated alloy. No manufacturing defects were found on the surfaces inspected. -clinician review: a review of the provided medical records by a clinical consultant stated the following comment: rep: I which is from united kingdom and represents a patient for whom no information is offered other than date of implantation of (B)(6) 2001 (approx.) And explantation (B)(6) 2021. The event description states: "stryker rep reported a broken exeter stem." Undated, unlabelled x-rays: 2 ap right hip demonstrating osteoarthritic changes. No clinical or pmh, no patient demographics, no operative reports, no dated post-operative x-rays, no examination of explanted components. Based upon the information available for review, neither confirmation of the event description nor preparation of a medical report is possible for this case. -device history review: review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the lot referenced. Conclusion: revision surgery took place due to fracture of the exeter stem. The stem and ceramic head were returned for evaluation. The stem is fractured at the neck. The fracture section remains inside the ceramic head. A material analysis has been performed. The report concluded: the exeter stem fractured due to fatigue. The fracture initiated at the lateral edge and propagated medially until overload occurred. The stem was made from the designated alloy. No manufacturing defects were found on the surfaces inspected. The exact cause of the event cannot be confirmed as insufficient information was provided. Further information such as clinical or patient medical history, patient demographics, operative reports and dated post-operative x-rays are needed to determine a root cause. No further investigation for this event is possible at this time. If additional information become available to indicate further evaluation is warranted, this record will be reopened.

Manufacturer narrative:
Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Stryker rep reported a broken exeter stem.